Event description:
During a robotic repair/ ventral hernia surgery, mega suture cut needle driver (robot instrument) broke while suturing inside of the patient. The wire piece that makes the instrument move broke. The instrument was taken out of the patient.